Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire coating was peeled off. The patient was diagnosed with single vessel disease (svd). The target lesion was located in the right coronary artery. A 182cm choice guide wire was advanced to the lesion. However, it was noted that the coating of the wire was losing and there was difficulty for the stent to track over the wire. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.